Event description:
Per the clinic, the patient developed a fluid collection around the implant site. It was reported that the fluid buildup was potentially related to the external magnet strength being too strong. Subsequently, the patient underwent a surgical fluid drainage procedure on (B)(6) 2026. Following the procedure, the patient was advised not to wear the sound processor for approximately 2 to 3 weeks to allow the surgical site to heal. The implanted device remains.